Event description:
During a procedure, with the leg section in the full down position and the dr resting the foot on the table pedestal base, someone lowered the table. This combination of events caused dr's foot to be caught by the downward motion, causing the injury. The dr sustained an injury to foot that required sutures. On-site investigation by the steris svc tech indicates that user error led to the event. Inspection and evaluation of the table by the tech did not indicate any malfunction of the table and in fact the table was in use at the facility when the tech arrived.